Event description:
The customer reported that the system displayed a generator error, which prevented the system from performing fluoroscopic x-ray. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The connector and a circuit board in the x-ray tube were reseated. The system was tested and found to be working as intended and put back into service.